Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that the patient's lead had come loose and was just dangling there. There were no symptom or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.